Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise was observed on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was extracted. It was further reported that three days after the extraction of the ipg system, the patient deceased after open heart valve procedure. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.